Manufacturer narrative:
Companion sample returned. No deviations; the actual device was not returned to the MFR for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon disconnecting and re-setting up, pt observed fluid on the pump heads. Pt was administered prophylactic antibiotic and had no adverse effects after the incident. Sample is not available, sample was discarded.